Manufacturer narrative:
Results: the penumbra system 4max reperfusion catheter (4max) was fractured approximately 1.0 cm from the hub. Conclusions: evaluation of the returned device confirmed it was fractured. This type of damage typically occurs due to improper handling during use. If the 4max is manipulated forcefully at an angle during positioning within the patient, damage such as this may occur. These devices are 100% visually inspected during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system 4max reperfusion catheter (4max). During the procedure, while advancing the 4max through the vessel, the physician met resistance and decided to reposition the 4max. However, upon manipulation of the 4max, the hub separated into two parts and was safely removed from the patient. The procedure continued using a new 4max. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Correction to section: k133317.